Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was observed to have missing a missing direction of flow label. A service history revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be missing the missing direction flow label which requires case reshimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was observed to have a missing direction of flow label. No additional information is available.